Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, and seroma.

Event description:
Patient representative reported left side ¿concerns about developing alcl,¿ fevers, erythema and a left breast seroma, which required ultrasound guided drainage, capsular contracture baker grade unknown, firmness, physical pain and mental suffering, anxiety, depression. The device has been explanted.